Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient born (B)(6) 1937 (weighing (B)(6)) underwent an idiopathic ventricular tachycardia (idvt) atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the carto 3 system was intermittently displaying an error for chest patch sensor (error code unknown). Caller stated they checked all the connections and reconnected all cables with no resolution. Caller noticed that when the yellow sensor cable was moved around and the error would briefly clear. The chest patch cable was replaced and the issue was resolved. Procedure continued. This issue of location patch issue is not considered to be MDR reportable since this issue is highly detectable. Most likely harm is procedure delay or cancellation. Later in the idvt case, a pericardial effusion was noticed. It was discovered when there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 674cc of fluid was removed. The patient was reported to be in stable condition. Caller stated that the physician believed the pericardial effusion occurred when they switched from one sheath to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and don¿t know if it was caused by the sheath itself or the wire. No ablation catheter was in the body at the time. The only bwi products in the body were the vizigo sheath and the pentaray catheter. This adverse event was discovered during use of biosense webster products. The physician thinks the adverse event occurred while he was exchanging sheaths from sr0 to carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, he must have perforated the heart. Transseptal puncture was performed with a sjm brk. Prior to noting CT ablation was not performed. The patient required extended hospitalization because of the adverse event for an overnight stay to be monitored instead of leaving the same day. As such, this is considered to be prolonged hospitalization because the physician intended to discharge the patient the same day as the procedure.